Manufacturer narrative:
Follow-up #1: date of submission 05/19/2016. Device evaluation: the device has been returned and evaluated by product analysis on 05/10/2016 with the following findings: a review of the black box showed multiple ¿loss of prime¿ warnings had occurred. The pump powered on normally and successfully completed rewind, load, and prime steps. The pump was exercised for 24 hours with no ¿loss of prime¿ warnings occurring. The force sensor calibration was within required specifications. The pump casing was removed and no defects were found with the force sensor assembly. The complaint could not be duplicated on investigation. Unrelated to the original complaint, investigation revealed that the battery compartment was cracked and the bolus button cover was torn; the bolus button was fully operational. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the loss of prime occurred 3 or more times. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.